Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2022 due to pain. Additional information indicates one screw was not fully seated during initial implantation and was rubbing against a tendon. The patient sought a second opinion from another surgeon that also indicated the plates were placed in an "awkward" spot. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no nonconformances or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. Based on the available information, the most likely cause is the screw not being fully seated/locked into the plate during initial implantation, which led to an eventual backing out of the screw and tendon irritation. Additionally, it is possible that placement of the plates and screws also contributed to what was reported. The surgical technique includes statements regarding plate placement and the proper method for inserting screws. No other patient outcomes were reported as a result of this event. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2022 due to pain. Additional information indicates one screw was not fully seated during initial implantation and was rubbing against a tendon. There were no other patient outcomes were reported as a result of this event.